Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Implant in 2009.

Event description:
It is reported that the patient is indicated for revision due to pain. It is unknown if the revision has occurred.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported by (B)(6).